Manufacturer narrative:
A gfe was sent to request information regarding the patient outcome, device explant status and return, as well as details about the initial reporter, if a response is received, a supplementary report will be uploaded.

Event description:
It was reported that this pacemaker had been switched to safety mode. This device remains in service. No adverse patient effects were reported.